Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 1.3 x 10 mm lacrosse laoh, 2.0 x 10 mm bp22, 2.5 x 15 mm tazuna, 2.75 x 8 mm voyager nc; guide wire: runthrough; guide cath: 7fr mach 1 cls 3.5; stent: 2.5 x 18 mm xience v ((B)(4)). The 2.5 x 18 mm xience v ((B)(4)) is being filed under a separate MFR number. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is likely that an interaction with the lesion/anatomy during advancement in the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy the dislodged stent in the first dislodged stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported stent dislodgement appears to be related to the operational context of the procedure. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that during a procedure of a mildly tortuous, heavily calcified, 90% stenosed left circumflex artery, after predilatation with a 2.0 x 10 mm non-abbott balloon the 2.5 x 18mm xience v was advanced but failed to cross the lesion. Additional inflation was applied with a 2.5 x 15 mm non-abbott balloon and a second attempt to cross the lesion with the xience v was unsuccessful; however, it was noted that the stent implant had dislodged in the coronary. The stent could not be retrieved using a snare device and it was implanted in the short of the lesion using a stent balloon. Further dilatation of the vessel was performed using a 2.75 x 8 mm voyager nc. A 2.5 x 15 mm xience v was advanced; however, the stent implant became dislodged and was then implanted on the first dislodged stent. There was no reported patient sequela. No additional information was provided. Additional information received stated that both stents dislodged in the area from left main trunk (lmt) to the circumflex (cx) and the second stent is overlapping the first. The procedure was completed with no treatment in the target lesion and the patient had a previous coronary bypass procedure in left anterior decsending (lad) so they are currently just being monitoring.